Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump declared multiple temperature alarms and the pump was hot to touch while charging. The pump was not exposed to abnormal temperature conditions. Reportedly, the alarms repeated while the pump was charging. Customer's blood glucose level was 215 mg/dl. Reportedly, the customer continued using the pump for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.